Event description:
The pt reported the display of the infusion device is wet and now the pt is unable to correctly read the number. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or other party to address the issue. The infusion device was placed and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.